Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to switch to multiple daily injections as a backup therapy while a replacement pump with updated software was sent. The customer was provided instructions on storage mode and the process for returning the defective pump to tandem. The caller understood and acknowledged the instructions.